Event description:
It was reported that the patient had not been feeling well. The health care professional questioned if the left ventricular (lv), which was programmed to lvring to rvring and had been providing capture, was capturing because the morphology did not appear as expected on the electrogram (egm) and anodal stimulation was seen during the in-office threshold test. The output was reprogrammed, further trouble-shooting will be done at the next in-office visit, and the lead remains in use. No further patient complications have been reported as a result of this event.